Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was 310 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states they are unable to exit the load reservoir process. The customer had tried different cannula lengths. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.